Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2024) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that during an angioplasty procedure, pta balloon allegedly stuck in the sheath upon removal. It was further reported that balloon was allegedly unable to be removed. Reportedly the patient was punctured additionally in another site and surgical intervention was performed to complete the procedure. The current status of the patient was unknown.

Manufacturer narrative:
Additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. It was noted that the catheter was noted to be loaded with an unknown sheath and guide wire. The sheath was noted to be bunched and the distal end of the balloon was noted to be kinked. No other specific anomalies were noted during the visual evaluation. During the functional testing, a negative pressure was applied to remove the remaining air from the balloon. A huge force was applied to remove the loaded sheath from the catheter but it was unsuccessful. During the testing, the catheter was stretched inadvertently. The inserted guide wire was removed from the catheter without any problems. No further testing was performed. As the returned catheter was noted to be loaded within an unknown sheath and unable to be removed during the visual evaluation, the investigation for the reported sheath removal difficulty was confirmed. A definitive root cause for the reported sheath removal difficulty could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 10/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly stuck in the sheath upon removal. It was further reported that balloon was allegedly unable to be removed through the sheath. Reportedly sheath and balloon were removed intact and an additional access site was used to complete the procedure. There was no reported patient injury.